Event description:
The reporter stated that the product was pulling in air and leaking. The customer indicated that had been one additional occurrence but did not provide specific details about the event.